Event description:
The customer reported via phone, she woke up to the insulin pump alarming button error. The customer didn't know her blood glucose level. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button due to corroded keypad traces. Peeling address label noted. The insulin pump had a cracked reservoir tube lip and missing end cap sticker.